Event description:
It was reported that pump battery did not charge and showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, had already tried charging in working outlet for at least 30 minutes, and pump eventually began charging with original supplies, so no further assistance was required.